Event description:
During an endoscopic biliary stent placement procedure the physician used a cook endoscopy zilver biliary self-expanding metal stent. The physician encountered resistance when advancing the stent and introduction system into position for deployment. The stent was successfully deployed in the area of the left hepatic duct and the upper biliary duct. When attempting to remove the introduction system from the stent, the tip of the introduction system lodged on the stent. The physician reportedly "strongly pulled" the introduction system. At this time the majority of the introduction system was removed, but a section of the introduction system separated and remained inside the patient's body. An attempt was made to remove the detached section of the introduction system but this was unsuccessful. Three days later, the detached section of the introduction system was removed by using endoscope and endoscopic forceps. The physician indicated the stent remained open and did not require replacement. The pt did not require any additional procedures or experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by our intn'l affiliate on behalf of a medical facility in another country. Evaluation: only the inner catheter and handle cannula of the introduction system were included in the return. We confirmed the report of introduction system separation. The inner catheter of the introduction system has separated approximately 30cm from the distal end. The tip and distal end of the introduction system were not returned. Magnified visual inspection of the separated area confirmed the inner wall of the inner catheter tubing exhibited evidence of adhesive and was roughened properly during manufacture. Therefore, a manufacturing discrepancy or anomaly that could have contributed to the separation was not observed. The introduction system is wavy and bent in numerous areas. Separation of the inner catheter from the introduction system is likely to have occurred due to an application of excessive pressure to the introduction system, perhaps when removal difficulty was encountered. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: info provided indicated the pt has a strong stenosis with an angled biliary duct and resistance was encountered when advancing the introduction system into position. This is the most likely cause for the reported difficulty with introduction system removal after stent deployment. The info provided indicated the physician reportedly "strongly pulled" the delivery system when resistance was encountered. This is the most likely cause for the introduction separation. A caution located in the instructions for use advises the use the avert stent placement if the stent will be advance through the obstructed area. The info provided indicated a sphincterotomy was not performed prior to stent deployment. If the stent is placed in a severely tight stricture without prior sphincterotomy, this could have contributed to the reported observation. The instructions for use caution the user that assessement must be made to determine the necessity of sphincterotomy prior to stent placement. Waves and/or bends in the introduction system can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for the this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action:the appropriate personnel have been informed of this type of occurrence in an effort to heighten awareness. No further action warranted at this time because the condition of the product prohibited a complete evaluation and the info provided suggests this may be related to the anatomy of the pt. Customer quality assurance will continue to monitor or complaint trends.